Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test.

Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called to assist her due to high blood glucose. The blood glucose reading at the time the paramedics arrived was 564 mg/dl. Customer stated that her nose was bleeding prior to paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.